Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia with blood glucose of more than 400 mg/dl. The insulin pump passed self and displacement test. The customer reported that the insulin pump was doing auto suspend by itself. The device will not be reported for analysis. The device will not be returned for analysis.